Manufacturer narrative:
Test results/analysis and any data recorded: the mes found the uf (ultrafiltration) pump thermal fuse to be opened (failed). The failed thermal fuse was not returned for investigation since it was discarded. It has been seen previously that a failed thermal fuse is caused by the wax inside the fuse melting. Which causes the fuse to open. This is what the fuse is designed to do, previous investigations have determined that the wax melts at the correct temp. It is not known at this time what causes the wax to melt. The mes technician, was unavailable due to a two week absence for training. The clinic coordinator, stated that the facility replaced all of the thermal fuses in the last part of oct. And that the failed thermal fuse was one of the new ones installed as a part of the thermal fuse field action. Safety analysis: to help detect ultrafiltration pump thermal fuse failures and to verify the ultrafiltration system integrity, it is recommended in the centrysystem 3 operator's manual that autotest be performed: prior to the first treatment of the day, if the machine has been turned off, if a patient weight discrepancy is discovered, or after any clean, disinfect, acid rinse, or rinse function (p. 3-19, version 1995/10). The operator is also instructed to perform a kuf comparison of the calculated value to the actual value after the treatment begins. This verifies that the ultrafiltration rate is as expected. However, if the thermal fuse fails after the treatment begins, there is no alarm and the treatment could be completed with insufficient weight removal. The only indication of failure after treatment began would be a drop in the ultrafiltration rate. Follow-up action: it is concluded that the failed thermal fuse caused the reported incident. Refer to far #960016.

Event description:
Prior to a dialysis treatment, the machine failed autotest in the last minute of the test. There was no pt injury or medical intervention.